Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an non-cordis guidewire would not pass through a power flex pro 6mmx15cm 135cm percutaneous transluminal angioplasty (pta) balloon catheter. The device was not removed intact (in one piece) from the patient, the catheter was separated. There was no reported patient injury. The device was used in a lower-limb angioplasty. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. The target vessel was 70% stenosed. The vessel accessing the site was stenosed 70%. A contralateral approach was used. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. There were other products successfully used with the device prior to or after the encountered problem. Upon flushing the device, there was no foreign material observed exiting the balloon catheter. The difficulty did not require that all concomitant products be removed together. The difficulty only required that the reported product be removed. A non-cordis guidewire was used with the device. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
Due to a mix up of information, this complaint was invertedly coded with a reportable event; however, upon further review, and additional information received, a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.